Manufacturer narrative:
The rinse well for the sample probe was very dirty. The probe was correctly adjusted. The gear pump pressure was checked. The washing and mechanical control of the probe were checked and were ok. The investigation determined the issue is consistent with carryover from serum to urine samples. Product labeling instructs the customer to clean the sample probe daily and to clean the rinse stations weekly.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with albt2 tina-quant albumin gen.2 on a cobas 8000 c 502 module. Quality control recovery was also high. The sample initially resulted in a microalbumin result of 42 mg/l and this value was reported outside of the laboratory. The sample was repeated twice, each time resulting in a value of 7 mg/l. The microalbumin reagent lot number was 560894, with an expiration date of 30-apr-2023.